Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. The foot control device was evaluated and the reported condition that the device was leaking oil on the right side was confirmed. An assessment was performed and it was observed that the device was leaking oil at the elbow. The assignable root cause of this condition was determined to be component damage caused from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing, it was observed that the foot control device was leaking oil on the right side. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.